Manufacturer narrative:
This report is submitted on july 04, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use, subsequently the device was explanted (date not reported).